Event description:
It was reported that there is a litigation suit against the account. The suit does not claim action against the company or product. The litigation alleges that 6 days post-op of a laparoscopic ventral incisional hernia the patient returned to the hospital. CT scans shows small bowel perforations. The patient had an exploratory laparotomy with bowel resection, enterorrhaphy, and enterolysis. The patient expired later that day. No device will be returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Only month and year known, assumed 1st day of month ((B)(6) 2010) which is 8 days post-op of the original procedure when the patient expired. Only month and year known, assumed 1st day of month ((B)(6) 2010) which is the timeframe the surgeon advised the procedure occurred in. Additional information: surgeon advised that the patient had a lap ventral hernia repair in (B)(6) 2010. Procedure lasted approximately 2+ hours. The patient had a history of recurrent hernias. 3 or 4 previous ventral hernia repairs done. The patient had been given the option of laparoscopic procedure, due to previous surgeries. Patient had a pre-perinontial repair. Hiatal hernia repair in early 90's (open) and hernia reoccurrences. Patient had adhesiolysis. The procedure was done outpatient and the patient went home same day. About 1 week post-op patient had cardiac and chronic back pain (patient put on meds). Wife had called ER. ER said bring him back in (patient did not come in). 2 days later wife brought patient back in. Went to emergency room, CT showed leaks. Re-op done; patient had 3 in small bowel perforations, and died later than day. The surgeon advised that the bowel perforations were not from the use of the device.